Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
An insulet clinical services manager reported that a pt was admitted to the hospital with diabetic ketoacidosis. She did not have any further details on the hospitalization, as she stated that this was reported to her by a third party, the pt's trainer, and not the pt herself.